Manufacturer narrative:
The company service representative examined the system and confirmed difficulty inserting handpieces into the top and middle handpiece connector ports. The top handpiece connector port was replaced to resolve the issue. The company service representative tested for phacoemulsification functionality from all connector ports and was unable to replicate the reported phacoemulsification issues. The system was then tested and met all product specifications. A secondary service request (sr) was opened. The company service representative cleaned the middle handpiece connector port to resolve the reported issue of difficulty inserting the handpiece. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the connector issues is attributed to a nonconforming handpiece connector port. With regard to loss of phacoemulsification power, the root cause cannot be determined conclusively as the system was found to meet specifications. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had issues with handpiece top port and no phacoemulsification power. Procedure details and patient impact have not been provided. Additional information has been requested.